Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were unable to seal. During use, a side branch to the greater saphenous vein broke and bled. They opened up a new kit, and that device performed as expected. No additional clinical interventions were needed. The procedure was completed without further incident.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on (B)(6) 2021 and an investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. There was light amounts of charred tissue and blood observed on the heater wire of the harvesting device. The heater wire was observed to be bent and slightly flexed due to clinical use, remaining attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact with no defects. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. (Complaint lab hemopro 2 test station bmram 14290 due (B)(6) 2022, reference hemopro 2 final test (B)(4)). Based on the returned condition of the device, the reported failure "failure to cut" is not confirmed.

Event description:
N/a.